Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. (B)(4).

Event description:
It was reported that during a vt ablation using an sjm coolpath medium curve catheter, the coolpath pump alarmed with a "downstream occlusion" warning. The physician removed the catheter from the lv and re-primed the tubing and catheter. The catheter was then reinserted into the pt. The subsequent ablation resulted in a 'pop' consistent with a steam pop. During the following lesion, it was noted that saline was dripping form the connector end of the ablation catheter handle during rf application. The catheter was removed from the pt, replaced with a new medium curve cool path catheter and the procedure concluded with no consequences to the pt.